Manufacturer narrative:
The reported events of no output, no radio frequency (rf) telemetry communication and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process variation may have occurred, which resulted in this isolated case.

Event description:
It was reported that the patient experienced fatigue and arrhythmia suspected to be due to loss of pacing. The device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.